Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient (pt) stated it was becoming difficult to charge the implanted neurostimulator (ins). Patient said the controller would start up, say excellent quality, and then recharging quality would go to nothing. Patient also said they would see an error screen that said rm06. Agent asked, patient said the issue started about 2-3 weeks ago. Patient did not have the recharger with them at the time of the call. Patient inspected the controller port and battery compartment, but did not see any damage. Patient blew air into the port and reset the controller. Agent reviewed to clean the recharger plug when they got home and try to charge again, and to call back if the issues persisted. Pt called back and aid they have recharger with them now. They said recharger looks intact. They said the box part on recharger and recharger gets hot. A request was sent to repair dept to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) product type recharger was returned and analysis found white arrow rubbed off connector; this does not impact the functionality of the recharger. Stuck on checking the recharger screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.